Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient's serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient presented to a pump refill with symptoms or withdrawal. The withdrawal was stated to be sudden. The pump was refilled with a dose increase from 1300mcg/ml to 1500mcg/ml and given oral medication. During the refill, the expected residual volume (erv) was 8.0ml and the actual residual volume (arv) was 0.5ml. The patient was reportedly visiting from out of town and it was unknown if the patient had previous volume discrepancies. No troubleshooting was performed because the volume discrepancy occurred the day prior. The cause of the volume discrepancy was not definitive. The pump was used to deliver unknown baclofen (rate: 1300mcg/day and concentration: 3000mcg/ml) at the time of the refill and was refilled with compounded baclofen (rate: 1500mcg/day and concentration: 3000mcg/ml). Please refer to mfg. Report# 3004209178-2015-14249 for information pertaining to the overdose which occurred after the refill.